Event description:
During unscheduled follow up in 2008, the pacemaker involved in this notification was found in standby mode (vvi mode, 70 min 1 basic rate, unipolar configuration); the device was re-initialized with the standard programmer. Four (4) days later, it was found again in standby mode. Because the device was listed in group 1 of the field safety notice issued in 2005, explantation was recommended.

Manufacturer narrative:
On january 7, 2008 - this event concerns a device that was manufactured and used outside the united states. The device was listed in the field safety notice which was issued in october 2005 related to metal migration on symphony/rhapsody devices (group no. 1 of the exposed population). The analysis is pending.